Event description:
It was reported to boston scientific corp that an obtryx halo system was used during an obtryx transobturator procedure. According to the complainant, during the procedure, the "tape was fraying" and "tiny bits of tape was coming away as it frayed". The procedure was completed with this device. Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
(B)(4).